Manufacturer narrative:
Device passed the rewind basic occlusion test, prime/compromised force sensor system test and displacement test. However, device received stuck in the motor error loop during bolus / basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. Device received with cracked case at display window corners and battery tube threads. Device received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm during prime. Device turned off and turned on then reset everything. Customer's blood glucose was 413 mg/dl. During troubleshooting, found motor position encoder error alarm and motor sensor test failure alarm in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.